Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the completed investigation, the cause of the corrosion and foreign matter could not be identified, however, as there was no water/air leak, it is likely that the corrosion was as a result of some kind of oxidizing substance and the foreign matter was zinc chloride. There have been confirmed cases where small amounts of chlorine components and chlorine gas from cleaning solutions used at facilities have repeatedly penetrated the inside of the switch through the rubber part, causing a chemical reaction to produce zinc chloride at the contact part, resulting in poor contact and causing the remote switch to malfunction. The event is detectable/preventive by handling the product in accordance with the following IFU: instruction manual operation section "chapter 3 preparation and inspection 3.3 inspection of the endoscope" ¦ inspection of the entire endoscope instruction manual cleaning/disinfection/sterilization: "chapter 5 reprocessing of endoscopes (and accessories to be reprocessed together) 5.5 manual cleaning of endoscopes and accessories" ¦ cleaning of external surfaces preparation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, a white foreign matter was found inside the gastrointestinal videoscope's remote switch, along with rust due to corrosion. There was no patient involved.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information. H4: additional information.

Event description:
No additional information received from customer.